Event description:
It was reported that this right ventricular (rv) lead was repositioned due to a perforation. The patient had an emergency heart opening surgery to correct the perforation. Lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to a perforation. The patient had chest pain and through a CT image the perforation was confirmed. Afterwards, the patient had an emergency heart opening surgery to correct the perforation. Lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Tab "a. Patient information" has been updated, specifically a1 and a2, since patient information was not available previously.

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to a perforation. The patient had chest pain and through a CT image the perforation was confirmed. Afterwards, the patient had an emergency heart opening surgery to correct the perforation. Lead remains in service. No additional adverse patient effects were reported.